Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical equipment manager reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Blood was unable to be returned to the patient and the estimated blood loss was 250 cc. Upon follow-up, the facility administrator (fa) confirmed an internal dialyzer blood leak occurred immediately after initiation of hemodialysis treatment as blood hit the top of the dialyzer housing. It was reported blood was visually observed from the dialyzer membranes. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without issue. The estimated blood loss was 250 cc. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
The sample from the reported lot was returned to the manufacturer for physical evaluation. During the visual evaluation, blood was visible within the dialyzer, on the outside of the fibers; furthermore, a fiber fragment was noted at approximately 170°, with the dialysate ports situated at 0°, on the non-cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, the potted fiber fragment was noted to be potted diagonally beneath the polyurethane (pu) and the tip was flush with the pu surface. An opposing end could not be identified. There was no other damage or irregularities noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical equipment manager reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Blood was unable to be returned to the patient and the estimated blood loss was 250 cc. Upon follow-up, the facility administrator (fa) confirmed an internal dialyzer blood leak occurred immediately after initiation of hemodialysis treatment as blood hit the top of the dialyzer housing. It was reported blood was visually observed from the dialyzer membranes. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without issue. The estimated blood loss was 250 cc. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.